Event description:
The customer reported to olympus that while using the olympus endoscope reprocessor, there was a broken connector of the gastrointestinal alcohol connection. There was no reported procedural impact or patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Additional findings included an outer surface problem and there was a device system battery drain that caused the battery to die. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the broken connector could not be determined. It is possible that strong impact or repeated stress to the alcohol connector led to its breakage. The instruction manual identifies verbiage which may have prevented the phenomenon in "section 3.2 inspecting the equipment¿s connectors." Olympus will continue to monitor field performance for this device.